Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not work on alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit does not work on alternating current (ac) power. In biomed, it was confirmed that the power cord was not faulty. It was discovered in biomed that the 24v power supply in pneumatics was reading zero and the j1 connector was also reading zero. The customer requested the part number for the power supply to order and replace. The remote service engineer (rse) provided the customer with the part number of the power supply. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.